Manufacturer narrative:
The reported complaint of high defibrillation impedance was confirmed. Based on the review of the available session records, it was determined that the device hardware is working appropriately as the pacing impedance values appeared to be stable, which is measured the same way as the defibrillation impedance. The device is performing as intended, and therefore the event is suspected to be due to an issue with the high voltage lead. As the lead did not return for analysis, and remains implanted, the cause of the reported event is inconclusive.

Event description:
Related manufacturer report number: 2017865-2022-07847. Following an MRI, low defibrillation impedance was noted on the device. It was noted the device was not programmed into MRI mode prior to the MRI. Technical support was contacted and recommended further investigation. No intervention has been performed at this time. The patient was stable and will continue to be monitored.